Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Given the very intermittent nature of this problem the investigation is on going. If additional information is provided it will be reported as required. The system was found to be working as intended.

Event description:
It was reported that on first boot up, the monitors on the 9600+ system would scroll. Identified as a very intermittent problem with video monitors. There was no report of patient involvement or injury.